Event description:
The customer stated they received a pressure monitor sensor error (code 5080) on the axsym analyzer after they observed that a clot had been aspirated by the sample probe. The customer replaced the sample probe and while performing a probe calibration, they again received error code 5080. The customer cycled power and as the system was initializing, the customer observed smoke coming from the instrument and smelled something burning. The customer could not determine where the smoke was originating. The customer was instructed to turn off and unplug the instrument. No injury was reported.

Manufacturer narrative:
Axsym analyzer generated smoke. Field service replaced the probe and performed a probe calibration and pressure monitor test. No burning smell was noted. Voltages were checked and verified to be within range. Controls were tested and within specification. The sample probe was clogged and/or obstructed based on field service's investigation. A review of the complaint history for axsym was performed in 2008. No other complaints for this issue were identified. This is the final report.